Manufacturer narrative:
Evaluation summary: the sample is not available for investigation; therefore, the condition of the product could not be verified. The device history record (DHR) for the batch was reviewed; no abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no similar incidents for the same lot; therefore, there is no indication for manufacturing related factors that could cause the reported event. Because a sample was not returned, the root cause cannot be determined. (B)(4).

Event description:
A facility representative reported that during a glaucoma shunt implant procedure, the shunt did not release correctly. The case was completed with another shunt. There was no impact to the patient. It was also reported that the device was destroyed; therefore, no sample is expected. Additional information has been requested.